Event description:
Shoulder dystocia encountered during delivery. Vacuum extractor was applied when infant at +2 station and right occipito-anterior position. Over the course of 3 contractions, the infant was brought to the perineum and a crown was noted. (Vacuum applied 3 times; 85 seconds, 40 seconds and 40 seconds with a pressure of 50 mm hg. Vacuum slipped off x2.) With infant on perineum, suprapubic pressure was applied and shoulders were rotated 180 degrees with subsequent delivery of infant. Infant apgars were 3, 4, 6. Resuscitation was started and a call was made to the level iii center. The transport team arrived and took the infant to the level iii nursery. The vacuum extractor did not malfunction; the device is not "suspect".